Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.